Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufactures right ventricular (rv) lead had observations of noise that was being oversensed on the rv channel. This does not cause any pacing inhibition of less than two seconds as the patient is not pacemaker dependent. It was also noted a few years ago that this device triggered a lead safety switch (lss) due to out of range impedances. At this time this crt-p device and other manufacture rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).